Event description:
Facility stated that the simplex bone cement did not mix well and had to be discarded. Temperature and humidity of the operating room was not provided. Co was not able to speak with the operating room tech who mixed the bone cement. Hosp would like a report sent and would like to be reimbursed for 2 packs full dose simplex p. Outcome to pt was uneventful.

Manufacturer narrative:
Al mixing properties/working characteristics satisfactory on retained samples.